Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the pairing issue was caused by either software issues which were resolved by resetting or user error with the pairing instructions. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for use, the subject device had difficulty pairing with the wireless footswitch. The initial attempt to connect failed. Cycling power to the devices resolved the issue. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Cycling power resolved the issue and the suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.